Event description:
The customer reported a ventilator with an unusual noise (low tone resonance when a circuit was attached). There was no patient involvement/harm.

Manufacturer narrative:
Date received by manufacturer: 07oct2019. Date of report: 07oct2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer repositioned the vibration dampening ring to address and correct this reported condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported a ventilator with an unusual noise (low tone resonance when a circuit was attached). There was no patient involvement/harm.